Event description:
On (B)(6) 2012, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The pt underwent another procedure on (B)(6) 2012, due to distal trunk migration and a proximal type I endoleak. An aortic extender was added to the trunk, and aptus endostaples were also used with the aortic extender. This resolved the endoleak, and the pt is okay.

Manufacturer narrative:
Results - the manufacturing records review verified that the lots met all pre-release specifications.